Event description:
It was reported the patient¿s trial device was implanted on (B)(6) 2013 and the first setting aggravated her leg so she turned it down; however she was still having leg pain. She opened the external neurostimulator (ens) and adjusted the setting on (B)(6) 2013. The vibration in the patient¿s leg resolved; however the vibration was felt where a bicycle seat would hit her buttock cheek. She didn¿t like the vibrations, but her physician and manufacturer representative told her this was the correct placement. Because of the vibration the patient couldn¿t void, and she could only void if she unhooked the ens which turned off the therapy. The device had not helped with frequency symptoms at all. She wanted the stimulation for her incontinence, but it didn¿t prevent her from leaking and she didn¿t feel she had 50 percent improvement. She had turned the stimulation down, but she leaked more when she did that. The patient did not feel she would go on to have the permanent implant.

Manufacturer narrative:
Concomitant products: product ID: neu_unknown_lead, product type: lead. (B)(4).